Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose level was 2.7 mmol/l at the time of event which was treated with food. Customer stated they over bloused the insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer used auto mode feature ta the time of event. Customer stated auto mode was not automatically delivering insulin at the time of low blood glucose event. The insulin pump will not be returned for analysis.